Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Investigation conclusion: material number and batch number is unknown; a lot history review could not be performed. Root cause description: no root cause can be determined as no samples were received. Rationale: CAPA is not required at this time.

Event description:
It was reported that the unspecified bd¿ syringe separated from the needle. This occurred 12 separate times before use, and this complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "caller reported that the seal between the needle/syringe breaks after completing the cartridge air removal step. Customer states that the plunger will not move. Customer stated that these issues have occurred over the past 2 months."